Event description:
It was reported that a few episodes of noise reversion were observed. At a subsequent visit, noise and an alert for low pacing lead impedance were observed. The lead was explanted and replaced with no complications. The patient was fine post procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.5cm was returned for analysis. External insulation abrasion was noted at 28.5-28.8cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 41.8-42.0cm from the distal tip, consistent with lead friction to the device can.. The etfe coating was intact at these locations. External insulation abrasion was noted at 40.0-40.6cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 32.0-32.3cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 25.0-25.5cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observations of noise and low pacing lead impedance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.